Event description:
Spike broke off. Seen floating down intravenous line. Device discarded but intravenous tubing tubing with broken spike inside received with complaint. Contact stated that, contrary to directions for use, which state "do not disconnect from y-site injection port ...may result in cannual damage or breakage" some devices are remvoed at the direction of some anesthesiologists. It is unk if that is the case in this event.